Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced hypoglycemia event on 13-oct-2024. The patient passed out at home and emergency medical services (ems) being called. The patient got treated with intravenous glucose. No further information was available.